Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample and one (1) photograph were submitted to the manufacturer for evaluation. Through visual examination, it was observed that the photo portrayed the presence of blood within the body of the caresite valve. This was also observed on the physical sample, which showed indications of blood within the valve body. The physical sample was then leak tested; the valve successfully passed per specification, demonstrating no signs of leakage or any issues with the flow of fluid through the valve. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the sample was within specification and no leakage was observed. The reported defect could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during the infusion on the third day of use, leakage and blood return were found. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.